Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap appy - "the string was dislodged, did not break just came off, no specimen in bag. Bag was not attached to the string or the plastic handle itself. Metal was exposed to the patient. " type of intervention - "could not be used during the case. A second bag was used to complete the procedure." Patient status - "no harm". Additional information received - june 23, 2016: "I believe it became dislodged when attempting to use it." Additional information received - june 22, 2016: bag did not fall off/deploy, the string on the bag/handle was already dislodged once the yellow tab (arrow) was pulled. You could not push down the handle to open bag. The bag never deployed properly and the entire device failed.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. After visual inspection, engineering determined that the actuator was in the retracted state and the cord loop knots were exposed. The tissue bag was inside the deployment tube in its rolled state. The exposed cord loop knots indicated that the actuator was retracted from prior to full deployment. It is likely that the root cause of the event was use error, as the actuator was retracted prior to deployment. Retracting the actuator prior to full deployment may compromise the functionality of the device and prevent proper deployment. The instructions for use (IFU) instruct the user to "hold the inzii® retrieval system in an upright position and push the thumb ring forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.